Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) became unpaired from the ilet while the dexcom app continued to display glucose readings. The user was guided to toggle settings, restart the device, and re-enter the sensor pairing code to restart the pairing process. Investigation included remote technical troubleshooting and user education. Further investigation of this case revealed that communication between the cgm and the ilet failed while the cgm sensor and mobile application functioned as expected. There was no user related clinical symptoms during the event and no adverse physiological effects. Outcomes included no impact on blood glucose control and no need for medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the issue was related to pairing/communication and was resolved through re-initiation of the pairing process.